Event description:
It was reported that a malfunction alarm occurred. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence.the customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.